Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter that a continu-flo solution set could not flow while priming. The user was unable to complete priming. There was no patient involved, and there were no reports of patient injury or medical intervention in association with this event. The bag was squeezed to initiate flow. It was asked, but unknown if the check valve was inverted and tapped. There is no additional information.